Event description:
Consumer reports bd logic meter is not giving accurate readings. Analysis run on clark error grid using competitive reading (191) as ref. Point vs. Bd readings (331) yielded data points in the c range of the grid, outside acceptable limits.